Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: unknown; 6935m lead, implanted: unknown; 4598 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the shorter than expected longevity was due to a programmer software estimator error. The programmer remains in use.